Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded discrepant results. See scanned table. The customer stated the pt returned on (B)(6) 2011 due to a developed pseudo aneurysm. Abbott point of care believes that the pt may have suffered an injury although there is no reason to believe that a product problem exists at this time. An investigation is pending.

Manufacturer narrative:
(B)(4).